Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was unstable angina and myocardial infarction (mi). Subsequently, index procedure was performed. Target lesion #1 was located in the 1st obtuse marginal (om) with 85% stenosis and was 18mm long with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50x20mm study stent. Following post-dilatation, residual stenosis was 0%. 7 days after, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient expired due to traumatic cardiac arrest.

Manufacturer narrative:
Describe event or problem updated and corrected. (B)(4)

Event description:
It was further reported that on (B)(6) 2016, the patient met with a motor vehicle crash and had traumatic injuries. Subsequently, the patient was presented to emergency department with falls, syncope and loss of consciousness. The patient was noted to have cardiac rhyme systole and significant front end damage initially upon arrival to ER and was further diagnosed with traumatic cardiac arrest. Also, the patient was put on cardiopulmonary resuscitation (CPR). The patient was unresponsive in cardiac arrest with active CPR and heart rate was found to be 0 with absence of left and right radial and dorsalis pedis pulse. The primary cause of death was traumatic cardiac arrest; however, coronary angiography performed 10 days prior to patient's death revealed patent coronary stents.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis occurred.